Event description:
The patient had an uneventful prostatron treatment on 04/01/97 and follow-up visit on 04/07/97. On 04/25/97, the patient returned to the emergency room of the hospital of treatment, complaining of urine leakage through the rectum. The attending physician conducted a urethography exam and a fistula was diagnosed through the urethra and the rectum. The physician admitted the patient to the hospital for observation. The patient remained hospitalized for 4 days (04/25/97-04/29/97). A urethral foley catheter was inserted to the bladder. The patient is scheduled to return for follow-up on 05/27/97. Based on information received from the patient and his personal physician, the physician believes no surgery will be required.